Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed due to the patient having an accident and bent/broke their nail on their left side. The revision surgery was completed with no issue or adverse consequences to the patient.

Manufacturer narrative:
The device was not returned for evaluation and the customer did not provide photos to aid the investigation. A device history review (DHR) review was completed and determined that five (5) of the six (6) devices from the lot passed all functional tests and quality checks before shipping out to customers. One device was scrapped due to failing during tension testing. Labeling review: contraindications-contraindications include but are not limited to: 8. Patients unwilling or incapable of following preoperative care. Residual risks and potential side effects the following list of failures and adverse events are possible with precice max system. Failure to follow contraindications, warnings cautions and precautions listed in this IFU may increase the likelihood of these events. -implant bending, fracture, loosening, disassociation and/or loss of fixation resulting in medical intervention such as revision surgery. Warnings, caution, and precautions -the precice max nail cannot withstand the stresses of full weight bearing for tibia and femur applications. Patients should utilize external support and/or restrict activities until consolidation occurs.

Event description:
No additional information was provided.